Event description:
Procedure type: lap chole. According to the reporter: after the insertion, balloon was aired for fixation when the loud pop sound occurred causing complete deflation. After operator seeing piece of balloon laying around inside the abdomen, he retrieved the piece and took it out. He thought everything was okay and just decided to go on and finish the surgery without changing the trocar. After the surgery, he took a close look to see if the retrieved piece matched the missing area of balloon and noticed that there was additional small piece that was missing. The pieces that were found plus missing seem to be the inner (base) area of the balloon. He then went back to the operation to find the missing piece, but never found it.

Manufacturer narrative:
(B)(4).